Event description:
It was reported that the 9600+ system will not boot. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the s-ram card on the technique processor pcb and reloaded "optuser" configuration. The system was tested and found to be working as intended and placed back into service.